Manufacturer narrative:
Citation: a. Olasinska-wisniewska et al. "Femoral artery anatomy-tailored approach in transcatheter aortic valve implantation" adv interv cardiol 2017; 13, 2 (48): 150¿156; doi: https://doi.org/10.5114/pwki.2017.68050 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding femoral artery anatomy-tailored approach in transcatheter aortic valve implantation. All data were collected from a single center between september 2010 and september 2015. The study population included 152 patients (predominantly female, mean age 79 years), 21 were implanted with evolut r (serial numbers not provided). Among all patients four deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: hematoma, pseudoaneurysm, access site bleeding, femoral artery dissection, post-procedural bleeding, retroperitoneal bleeding, iliac artery injury with major bleeding, minor bleeding, life-threatening bleeding. Based on the available information, these adverse events may have been attributed to medtronic product.